Event description:
As reported, during a procedure water was pouring out of the hydro-surg pump assembly. There was no reported patient injury.

Manufacturer narrative:
As reported, water was pouring out of the hydro-surg pump. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.